Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical table. The technician tested the function and operation of the table and confirmed it to be operating according to specification. No repairs were required. While onsite, the technician was informed that the event occurred during the repositioning of the surgical table, specifically as the table was tilted to the right side. Additionally, facility personnel stated that they are aware that the reported event is attributed to user error, as the patient was not properly secured to the table. The ot1200 table operator manual states (pp. 1-2), " warning - personal injury hazard: failure to keep the patient properly secured with the patient safety straps at all times could result in serious injury". A steris account manager performed in-service training on the proper use and operation of the surgical table. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, the patient fell off the surgical table and received a cut on their head. Facility personnel declined to provide details regarding if any medical treatment was administered.